Event description:
A nurse was attempting to insert a midline catheter into a patient's arm. She was having trouble advancing the catheter and something didn't feel right. She and another nurse who was standing nearby heard an audible unusual click. She decided to remove the catheter and make another fresh attempt. When she was withdrawing the catheter she felt resistance trying to remove it from the patient's skin. A strong pull removed it and it was noted that the guidewire had exited the side of the catheter about one inch from the tip was coiled into a small knot.